Event description:
Patient underwent craniotomy (right sided) and evacuation of a subdural hematoma. While performing the craniotomy, drilling holes for retention sutures, the drill bit broke. Both pieces were retrieved. The drill bit was new.